Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this patient received an inappropriate shock as a result of oversensing of the t-wave. Also the pacing impedances on this lead have been fluctuating, from 394 ohms down to below 200 ohms. Patient is not pacemaker dependant and did not experience any adverse patient effects as a result of the clinical observations. The associated device was deactivated, and the lead will be explanted and replaced at a later date.